Event description:
Subsequent information: pre-dilatation was performed with a 5 mm unknown balloon catheter. There was no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be tested due to the condition of the returned unit. The tip separation was confirmed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal femoral artery. There was more force than normal needed to place a 4 x 150 mm supera stent and deploy it. At the last cm, the stent could not be deployed. The red deployment button was opened but nothing happened. To avoid taking the patient to surgery, the physician split the shaft with a scalpel to remove the delivery system. The stent finally deployed and the delivery system was removed; however, the tip was lost in the vessel. A snare device was used to remove the separated tip. The stent looked good at the end of the procedure. No additional information was provided.